Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.examination of the reported devices was not possible as they were not returned. The reported asr devices are not contributing to this report and will not be investigated further. A search of the complaints databases identified no other reports against the reported femoral stem and sleeve. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Asr revision reported via sales rep, asr xl, unknown. Patient had an srom stem and asr head and cup in. The srom stem was loose so the dr took out the head stem and cleeve and replaced with a styrker restoration modular stem and mdm liner. Cup details are missing from the bottom of the der. I have sent a query asking for these and also clarification of if the cup was revised as unclear from the event information provided. Update: 10 feb 2015 - new complete der rcvd and confirmation that the cup remained in situ. Added cup as remained in situ and revised sleeve product.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).